Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported that one drill bit fractured and one drill bit bent during a procedure. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was carried out on the two drills. One of the two drills was bent at a 45 degree angle while the other drill was fractured into two pieces. The raw material cert was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to the drill fracturing/ bending of 24-2050 lot 321017. The most likely underlying cause is excessive force was applied beyond what the product is designed to encounter. It is possible off axis drilling occurred. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following fields were updated: d4 lot number - based on a review of inventory transactions and this customer's purchase history, there are seven (7) possible lot numbers: 895130, 895240, 229460, 418120, 418100, 895210, and 895220.

Event description:
This follow-up report is being submitted to relay additional information.